Event description:
During gastric bypass the ta 90 staple gun was fired. The staples deployed but were not completely closed. Some were not formed at all. When preparing to do roux limb anastomosis we noticed gastric pouch was 80% open. Unformed staples were pulled out. Open staple line was repaired with 2-0 silks. Leak performed post anastomosis with no noted leaks. Notes from the operative report: "with the anvil in place, I then stapled the pouch. Two ta 90 staplers were passed behind the proximal stomach using the catheters for guides. The three row stapler was on the remnant side and the two row stapler was on the gastric pouch side. I have fired both staplers and then divided the stomach. It was actually at this point that I went down below and did the construction of the roux limb, enteroenterostomy and once that was constructed, I passed the roux limb in a retrocolic position and then returned up to the upper abdomen. It was at this point that I identified a dehiscence in the gastric pouch staple line. The anvil was completely exposed through the wide defect in the staple line. It appeared that the stapler did not form staples properly except for a short segment on the lesser curvature side. The only explanation I have for this is that the stapler was closed on top of the anvil, but I distinctly remember checking for this and felt comfortable that was not the case. At any rate, inexplicably the pouch was completely opened and I had to hand sew it close after removing the anvil and then replacing it through the same gastrotomy. The closure was performed with a single layer of interrupted 2-0 silks placed 2-3 mm apart. The mucosa appeared quite healthy and there was good blood supply evidenced by small arterial bleeding from the wound edges. Once the closure was completed and the pouch reconstructed, I went back and relocated the roux limb. I actually passed it in a retrogastric position. I opened it with cautery and introduced the eea stapler. The spike was then extended and mated with the anvil. The stapler was closed and fired. The anastomosis appeared adequate and intact. The roux limb was closed with gia 60. I then reinforced the gastrojejunostomy staple line with interrupted 2-0 silks. A leak test was performed with methylene blue through the nasogastric tube and there was no obvious leak."